Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient's spouse. The patient had an implanted pump system. Indication for use was non-malignant pain. The patient's spouse stated that the patient was "in a lot of pain, was at the hospital and that the pump was not working."